Event description:
Clinical report states patient was revised due to adverse local tissue reaction. Update rec'd (B)(6) 2015 sales rep reported revision surgery. Patient was revised to address elevated metal ion levels. Update rec'd (B)(6) 2015- medical records received. Patient was revised to address pain, metal ion levels of cobalt 10 and chromium 8, fluid around the joint and a mild limp. The cup was seen as slightly vertical on x-ray as reported by surgeon. Upon revision, metallosis was noted. The stem remained in situ.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.